Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed that the extended length endoscope view was blurred. A replacement device was used to complete the procedure. The hospital reported that there was no pt involvement. The hospital intends to return the product in question.